Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a check, x-ray revealed lead dislodgement. The lead was repositioned. The patient did not experience any adverse consequences due to the event.